Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not detach from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the right colon during an endoscopic mucosal resection (emr) procedure performed on october 27, 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not detach from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire which is evidence of soft deployment. Microscopic examination was performed, and it was found that the capsule bottom part was damaged. No other problems with the device were noted. The reported event of clip did not detach from the catheter was not confirmed. During product analysis it was found that the clip had evidence of soft deployment since the clip was detached from the bushing but still attached to the control wire. Also, after microscopic examination, it was found that the capsule bottom part was damaged. Most likely during unpacking of the device, the clip was hit against a hard surface, or an excess of tissue grasped, the joint between the capsule and the bushing got lost, therefore, without these two components being together, the device functionality is no longer present, and consequently, creating an unable to deploy perspective from the customer. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. Block h11: correction: block e3 (initial reporter occupation).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the right colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.